Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor valve was chosen for a 73-year-old female patient with an annulus perimeter of 72 mm repeated implantation difficulties arose. After pre-dilation with a 24 mm balloon, attempts were made to position the valve. A 73 years old female patient with anulus perimeter of 72mm and they decided to use a 25mm navitor vision. The procedure began with a pre-dilation using a 20mm balloon. Following this, the initial 25mm valve was introduced into the annulus. The valve was positioned using cusp overlap and controlled in the left anterior oblique (lao) projection. Despite several attempts, an optima coaxial alignment couldn't be achieved. A discussion was made to switch to a non-abbott guide wire to improve stability and positioning. The initial valve was removed from the patient. A new non-abbott guide wire was inserted and a new 25 mm navitor valve was prepared and advance into the annulus. The second valve was successfully positioned and implanted. The final result was excellent, showing no perivalvular leak (pvl). There was no negative impact on the patients. The patient remained stable throughout the procedure. Despite several attempts, stable fixation could not be achieved, as the valve repeatedly slipped into the left ventricle. Therefore, the strategy was changed, and a 27 mm valve was used. The second valve was prepared and inserted into the annulus, positioned in both cusp overlap and left anterior ventricular (lao) projections. The height was approximately 5 mm at the non-coronary cusp, and the valve appeared slightly lower on the left side. After several repositioning attempts, it was decided to release the valve. This resulted in a slightly lower final position than originally intended. The patient remained hemodynamically stable throughout the procedure. Subsequently, two snares were used to attempt to pull the prosthesis slightly higher into the annulus. The final angiographic and echocardiographic examinations showed mild pvl. The patient was in stable clinical condition, it was decided to leave the result as is.